Event description:
It was reported that a long charge time was seen on the device. A device replacement was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.